Manufacturer narrative:
Final report overall conclusions (dated (B)(6) 2021): 1. The review of the DHR (device history record) of lot # lnrin00544 indicates that the product was supplied meeting specifications. 2. Results of this investigation indicate that the returned product was supplied to the customer meeting medinol's specifications. It may be surmised that the reported damage and tracking difficulty are a consequence of user handling/technique and of tortuous and calcified anatomy and are not related to medinol's manufacturing processes. 3. The events of this complaint are addressed in the elunir dfmea report, and the risks remain low. No new risks were identified. 4. There was no injury to patient.

Manufacturer narrative:
Device analysis was conducted on december 13, 2021 and concluded that the returned product was supplied to the customer meeting medinol's specifications. It may be surmised that the reported damage and tracking difficulty are a consequence of user handling/technique and of tortuous and calcified anatomy and are not related to medinol's manufacturing processes. Device analysis report is attached. IFU review was conducted on december 15, 2021 :no deviation of IFU was reported.

Manufacturer narrative:
Device history record (DHR) review performed on oct 19, 2021 have indicated the device was supplied meeting its specifications.

Event description:
The following report was received on oct 7, 2021 from the distributor: the physician advanced the des into the lcx after pre-stent dilation with balloon, but the stent could not go into the target vessel due to angulation and moderate calcium at the lcx ostium. The catheter was then withdrawn, yet the spring tip tangled up with the guidewire which caused elongation of the spring tip during pullback from the patient. Eventually a guide extension catheter was used to deliver the stent of other brand to the lcx to complete the case. There was no patient injury. Physician on site determined that the event has no potential for an adverse event. Angiogram or images of procedure are not available. Additional information received from the distributor on oct 18, 2021 to oct 25, 2021: the product was stored and handled according to the instructions for use; there was no visible damage noted to the packaging of the device; the preparation of the stent delivery system was performed according to the IFU; the delivery system was intact, no kinks or other damages noted prior to inserting the stent delivery system into the patient; the device was prepped normally (i.e. Maintain negative pressure); no excessive force was applied on the stent delivery system while trying to reach the lesion. The physician withdrew the delivery system when they encounter resistance that stopped the catheter from advancing; following the tip stretching the physician had to remove the entire system together with the wire; the product was removed intact (in one piece) from the patient; no excessive force was applied to the delivery system during withdrawal, just withdrew the system slightly stronger than usual; the tip became stretched when the physician tried to withdraw the delivery system after failed to advance the catheter to the target lesion; no damage shown to the guide wire; the wire was disposed after the case; it was not difficult to remove the guide wire from the extended tip after withdrawal but the physician had to remove the wire together with the delivery system to withdraw the catheter as they were tangled.